Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred 8 days after sensor insertion in the abdomen. During the evening on (B)(6) 2023, the cgm value was high (180 mg/dl) and he was about to eat pizza for dinner (high carbs). No bg finger stick value was obtained. He had no symptoms at the time and self-administered novolog (20 units using a flexpen) before the meal. The patient passed out, and when he regained consciousness, paramedics had arrived and were giving him orange juice to drink and had applied an oral glucose product in his mouth. The bg finger stick value had been 44 mg/dl and rose to 64 mg/dl after oral products. The bg level did not rise significantly, and the patient was not fully conscious, so he was transported to the hospital. The patient was treated with IV dextrose (1 bag) and remained overnight. His bg level increased to about 180 mg/dl, and after being stable, he was discharged home at about 9 pm on (B)(6) 2023. After the event, he thought his bg level was around 110 mg/dl when he self-administered the insulin. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.